Event description:
Customer reports that in april of 1998 physician reported that suture was not absorbing and would start to "spit" following cyst removal. The process appeared to form crater-like wounds around the incision site. The exact time following surgery is unknown.